Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly and no missing segments/partial display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer reported that the insulin pump was no longer working and it did not hold charge, had to change battery every week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.